Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. This lv lead was also reported to have caused diaphragmatic stimulation. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.